Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10. Remove foley catheter from wrap and lubricate catheter. 11. Prepare patient with packet of presaturated antiseptic swab sticks. 13. Inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label. Note: using less than the recommended volume of sterile water can result in asymmetrically inflated balloon 14. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck" UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon leaked when inserted in place and fell out a minute later after 10cc of normal saline was inserted into the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon leaked when inserted in place and fell out a minute later after 10cc of normal saline was inserted into the balloon.